Manufacturer narrative:
The customer's glidescope core smart cable is not expected to be returned to verathon for evaluation; therefore, the cause could not be determined. Review of complaint history for the reported smart cable did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported during a patient procedure, using a glidescope core smart cable, the image on the screen of the glidescope core 15-inch fhd monitor was green and distorted. The connection between the cable and the blade was reported to feel loose. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported. When troubleshooting the device following the procedure, the customer reported when the cable and blade are disconnected and reconnected, a normal image appears but as soon as there is any movement, it reverts to the green screen. They reported isolating the issue to the cable only.